Manufacturer narrative:
The user facility used FDA form 3500a to report the complaint to amvex corp even though no adverse event was specifically mentioned. The complaint sites, "...regulators registering either blank or other random pressure reading when the unit was either turned off and/or disconnected from wall suction." Device history records for all reported serial numbers demonstrate the product was manufactured according to procedure and the devices were tested and functioned as intended for use prior to release to the customer. More than six (6) attempts have been made to contact the user facility to gather further information and to have the devices returned for investigation. The user facility is not responding. With the information gathered thus far, the following has been established: all vacuum regulators are powered by wall vacuum to meet their primary function of providing selected vacuum levels for therapy. Once the desired vacuum level is set the regulator continues to operate at that level until a new setting is changed by turning a knob; regulators are equipped with gages to display the selected vacuum level; in the case of digital gauges, there is a battery pack to power only the gage display screen. The vacuum regulator's main function is powered by the wall vacuum and this is independent of the battery; since batteries are consumable components the gage display is designed to warn the user that the battery useful life is about to end. This warning display is by means of a battery icon; the instructions for use (IFU) instruct the user to look for the battery icon display as a warning sign that batteries should be changed; once a battery is depleted, it is normal for the gage to go blank; our web site has instructions to contact sales for replacement.

Event description:
.